Manufacturer narrative:
Other text: d4: catalog number, UDI number, and serial number is unknown; g5: 510k is unknown; h4: device manufacture date is unknown; d3, g1,g2 email is: regulatory.responses@icumed.com. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device needed the logs downloaded and the patient discovered the pass code and changed dosage. No adverse patient effects were reported by the customer.